Event description:
Cup impactor bolt got stuck in cup after impaction. U-joint bolt driver was used to try to remove bolt. U-joint bolt driver handle was broken trying to remove the bolt. Cup was removed with bolt attached to it using the curved impaction handle. Another cup was implanted using a different impaction device.

Manufacturer narrative:
An event regarding damage involving a universal bolt driver was reported. Conclusion: the reported event indicates that the impactor bolt got stuck in the cup after impaction so a bolt driver was used to try to remove the bolt. It was reported that the driver was broken trying to remove the bolt. Visual inspection of the returned driver did not indicate any damages. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Cup impactor bolt got stuck in cup after impaction. U-joint bolt driver was used to try to remove bolt. U-joint bolt driver handle was broken trying to remove the bolt. Cup was removed with bolt attached to it using the curved impaction handle. Another cup was implanted using a different impaction device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.